Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) has not verified the malfunction. The device's evaluation to date has not been completed. The rrot cause of the malfunction is currently unknown.